Event description:
Approximately 15-20 minutes after placing patient on support the console stopped pumping and indicated no display and constant audio alarm. The patient was placed on a back up console without further incident. Further troubleshooting indicated no +5 vdc output for the dc/dc converter. A replacement converter has been sent for installment.